Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a brain procedure to treat essential tremor with electrode placement in the bilateral ventral intermediate nucleus. After fusion was performed with the verification scans, what appeared to be a "plan trajectory" options or information window appeared and that this had been noted previously but did not used to occur. It was reported that during the procedure the first pass for the left trajectory was 2.2mm from target and not acceptable. During the second pass for the same left trajectory deviation was 0.5mm posterior/medial. The first pass for the right trajectory was 1.2mm from target and was acceptable for placement. For the left target placement, the bridge was used and the trajectory was executed from the right side position on the bridge; the deviation was 2.2mm from target. The bridge was used for placement of the right target from the center position. The manufacturer representative present during the case noted it was a successful bilateral ventral intermediate nucleus lead placement. No patient harm was reported and surgery was delayed less than an hour.